Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and was unable to duplicate the reported issue while testing this component. A further root cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.